Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: was the battery pack warm from normal operation? Or, was the battery pack unusually hot? Unusually hot. The analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Batch number: n56a33. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the lobectomy procedure, the device could not fire and the battery was heating. Another like product was used to complete the procedure. There is no report on the patient's injury.